Manufacturer narrative:
Device was not returned to olympus and could not be evaluated. The customer's allegation was not confirmed. The customer resolved the issue and did not return the device for service. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Labeling review: as a result of checking the instruction manual and product labeling, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front panel co2 switch was not working when using the xenon light source resulting in insufficient pressure/flow of the air pump. The issue occurred during an unspecified procedure. Troubleshooting was performed advising to only use olympus products, not third party accessories when connected to the unit. It was confirmed that the reported issue had been resolved. There were no reports of patient harm.